Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 4.6, second test inr = 4.0, third test inr = 3.6.

Manufacturer narrative:
Inratio precision data provided by the end-user lot 060685: first test inr = 4.6; second test inr = 4.0, third test inr = 3.6, mean = 4.07; sd = 0.05; %cv = 12.4%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.